Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead is damaged with wires exposed. Failed continuity test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd their scs system on (B)(6) 2008. It was reported that the lead was replaced on (B)(6) 2008 due to lead migration. The explanted lead was returned to ans for evaluation. No further information is available.